Event description:
An aneurx birfurcated stent graft of unknown size and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. Pre-implant aneurysm diameter was 45 mm with moderately tortuous vessel morphology and an ectatic left common iliac artery with a reported 90 degree angulation at the origin of the left iliac artery. Post-implant angiography demonstrated a patent stent graft without evidence of endoleak or kinks in the stent graft. In 2001, computerized tomography angiography demonstrated kinking of the distal left limb of the stent graft and no evidence of endoleak. It was reported that 6 months later, the patient presented to the hospital with complaints of a cold left leg. An arteriogram demonstrated that the left limb of the stent graft was occluded. A wire was percutaneously placed into the graft from the left groin, thrombolysis was performed with retavase, and a 16 mm wallstent was placed in the left limb of the stent graft. Final angiogram showed full flow through the left side of the stent graft, but the thrombus had embolized distally. Distal thrombosis was successfully treated with retavase for 36 hours. Films received by medtronic ave were reviewed by an independent contracted physician. The film review and interpretation states that the occlusion was most likely a result of the tortuous anatomy of the left common iliac artery and not related to device failure. The images also showed suture pops of the last limb of the occluded limb with loss of columnar support and ring separation, which the physician states could have been avoided by extending the left iliac limb during implantation to increase columnar strength and improve distal fixation. No additional clinical sequelae were reported, and the patient is reported to be fine.